Event description:
Treatment of a vertebral artery aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving four pipelines and experienced headaches six days later. Scans showed an ipsilateral parenchymal hemorrhage and, subsequently, the patient expired on (B)(6) 2013. Anti-platelet inhibition testing reported 90% inhibition at the time of the procedure. Same event as MDR# 2029214-2013-00658 / 2029214-2013-00660 / 2029214-2013-00661.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient reference cer (B)(4).